Event description:
It was reported that a patient fell and was scheduled to have an insert swap. Upon examining the components, the physician determined that the implants would not be adequate to prevent the patient from falling again while ambulating, therefore the implants were removed and a hinge legion was implanted.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed.